Manufacturer narrative:
The surgery is unrelated to the implanted device. Review of the device history record indicates that the device was mfg to spec.

Event description:
Surgeon proactively replaced poly insert during planned surgical procedure on the left knee.